Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that this was a coronary procedure to treat a perforation in the heavily calcified, right coronary artery. A non-abbott covered stent was inserted and was unable to cross the lesion. The 2.8 x 26 mm graftmaster stent was inserted, but was also unable to cross the lesion due to the heavy calcium. The heparin was reversed with protamine medication and multiple prolonged balloon inflations were performed which sealed the perforation. The patient recovered. There was no adverse sequelae. No additional information was provided.